Manufacturer narrative:
The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.

Event description:
A clinical mgr of a chronic hemodialysis unit notified the product complaint dept of a crit line blood chamber separation from a dialyzer during a hemodialysis treatment which caused approx 300 ml estimated blood loss. According to follow up obtained from the clinic mgr, this event occurred approx 2 hours into the 3 hour 15 minute treatment. She stated the certified hemodialysis tech noticed the chamber appeared "loose." The treatment was ended early. The pt reportedly stated she felt "weak" as if from low blood pressure; however, no blood pressure readings were made available. The pt was treated with approx 500 ml normal saline solution and reported feeling better. No further med intervention was required. Subsequently the pt completed her hemodialysis treatments without issue. The chamber was discarded and is not available for MFR investigation.